Manufacturer narrative:
It was not possible to ascertain specific device information (i.e. Serial/lot numbers) from the article or to match the events reported with previously reported events. The device was used for an off label indication.

Event description:
Radic, j.a.e., beauprie, I., chiasson, p., kiss, z.h.t., brownstone, r.m. Motor cortex stimulation for neuropathic pain: a randomized cross-over trial. Canadian journal of neurological sciences. 2015;42(6):401-409. Summary: chronic motor cortex stimulation (mcs) has been used to treat medically refractory neuropathic pain over the past 20 years. We investigated this procedure using a prospective multicentre randomized blinded crossover trial. Reported events: subject 10: a (B)(6) male patient implanted with a motor cortex stimulation (mcs) system for left brachial plexus avulsion and complete t5 spinal cord injury was withdrawn from the study protocol due to a focal motor seizure. This was referred to as a transient adverse event. It was noted that patients were implanted with 3587a leads and 7426a extensions. Follow-up to the article's corresponding author has been requested for patient/device info and event dates. A supplemental report will be submitted if additional information is received.